Event description:
It was reported that there was a stored atrial fibrillation episode which had functional undersensing of some premature ventricular contractions. Technical services advised this is due to the detection profile. The premature ventricular contractions had dots for the markers on the electrograms. The big/small intrinsics phenomenon would not necessarily delay detection since the device would switch to a fast rate profile. This would occur regardless of the sensing vector selected. The doctor elected to explant this system and implant a transvenous system. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that there was a stored atrial fibrillation episode which had functional undersensing of some premature ventricular contractions. Technical services advised this is due to the detection profile. The premature ventricular contractions had dots for the markers on the electrograms. The big/small intrinsics phenomenon would not necessarily delay detection since the device would switch to a fast rate profile. This would occur regardless of the sensing vector selected. The doctor elected to explant this system and implant a transvenous system. There were no additional adverse patient effects.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header confirmed correct dimensions. The device was then exposed to simulated heart load conditions, and the therapy was appropriate. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The device was not returned for analysis as it remains implanted; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.